Event description:
A female patient contacted her lifecor patient service representative (psr). The psr in turn contacted customer support. Patient stated that the batteries had been charging at random. Support replaced the batteries and charger.

Manufacturer narrative:
Device manufacturer dates: battery charger 2006. Battery pack 2006. Battery pack 2005. Device evaluations of battery charger and battery packs and have been completed. The reported problem was confirmed. Battery charger was tested and found to have a loose power connection on he charger power connector. The part was repaired, retested and returned to stock. Both battery packs and were found to have no problems and were returned to stock. The root cause of the batteries not charging completely was probably do to the loose power connection. The loose power connection as causing intermittent power to the charger causing the batteries to not charge completely. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger and two new battery backs.